Event description:
It was reported that where the patient was initially implanted the health care provider (hcp) chose not to stitch the implantable neurostimulator (ins) in. This resulted in a revision done to stitch the ins into place at a later date. It was apparent that the ins was moving in the pocket now. It was not known at this time if the stitch broke, if it pulled out because of poor tissue, or if there was not a ¿big enough bite.¿ the manufacturer representative wanted to know about the use of adacron mesh pouch for the ins. The ins was functioning as it should and there was no complaint with the therapy. No outcome or patient information were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4).

Event description:
Additional information received reported that the manufacturer representative did not think the hcp had identified exactly what was going on with the patient or had taken any action at all.